Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out the infusion set and cartridge to address occlusion. Insulin delivery was resumed. Customer's blood glucose (bg) was over 600 mg/dl and ketones were present. An insulin injection was administered to address bg.